Event description:
A surgeon reported that a patient received an intraocular lens (iol) implant in 2001. Two months following implantation, the iol seemed to be a little tilted. During an exam in september, it was noted the lens was dislocated and one haptic was detached. The other haptic was fixed in the capsular bag, but the optic was on the anterior side. The lens was removed 6 months later. The surgeon stated the patient had a high vitreous pressure which may have caused the event.